Event description:
Bought through walgreen's. Following the steps in the "say hello to your lexies" booklet, I used a 2b slim tube and tulip dome. Length was correct per ear measurement card. I put the hearing aid on and put the dome just inside the ear. I very, very lightly tapped the slim tube which pushed the dome into my ear. I figured this was how it was supposed to be. I put the other one on the same as the first. I couldn't get the aides to connect to my iphone's bluetooth. So, I went to take them out to check the battery placement. When I gently tugged on the slim tube closest to the dome. The slim tube came out; the dome did not - on either side. I could not reach far enough in to remove the domes. My husband tried but could not see the dome to try to reach it in either ear. I went to an immediate care. They could see the domes but were unsuccessful with long tweezers (extremely painful) and sent me to the emergency room. They used alligator forceps and were able to remove the domes from both ears. Excruciatingly painful removal! I was given topical antibiotics as my left eardrum was bleeding from the digging, scraping and difficult removal. Hospital kept the domes to throw away. I do still have the rest of the product. Reference report: mw5176272.